Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12850,. Related manufacturer reference number: 2017865-2020-12851 it was reported that the patient developed had the lead eroded. The implantable cardioverter defibrillator and two leads were explanted. Patient was stable post procedure. Patient presented with lead erosion. Scheduled for extraction. Unknown which lead at this time.